Event description:
Information received by medtronic indicated that the insulin pump had a unexpected battery power loss alarms. The customer stated that the insulin pump had stopped working. Customer also had unexpected high blood glucose level. Customer had treated the high blood glucose using insulin pump and manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.